Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 40 mg/dl. Suspected cause was due to having a carbohydrate ratio setting that was too high. Customer consumed carbohydrates and glucose tablets.to address bg. Customer updated the carbohydrate ratio setting to address the event.